Event description:
Additional information was provided to edwards indicating the patient expired "some months ago" due to an unrelated infection/sepsis. The exact date of death is unknown. No additional details provided.

Event description:
Article: transcatheter lotus valve implantation in a degenerated carpentier-edwards bioprosthesis. Through review of this medical article, edwards became aware that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to stenosis secondary to degenerated leaflets. No additional details provided.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Additional manufacturer narrative: the newly implanted transcatheter valve was a non-edwards device. No information was provided to edwards that indicated a quality deficiency of the edwards surgical valve contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information indicating the implant duration of the surgical valve was approximately nine (9) years.